Manufacturer narrative:
Method - medical review. Results - medical review: os: reportedly an iol (three-piece silicone) was explanted three weeks postoperatively to address lens dislocation from the sulcus. Eye was left aphakic. It should be noted that early lens displacement is usually related either to the patient pre-existing ocular condition and/or intraoperative complications and therefore, not solely lens related in origin. An iol that was placed in the sulcus and decenters may be a sign of zonulo dialysis with a haptic through the zonule. The reassessment will be performed when/if additional information about patient current status and prognosis is obtained. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search, medical review and the evaluation of the returned product, a specific root cause of this event could not be determined. (B)(4).

Manufacturer narrative:
Method: device history record review. Results: device history record review: based on the investigation and root cause analysis, there is nothing within the production process that can be identified to be a contributory factor to this claim. Conclusions: based on the complaint history, work order search, device history record review, medical review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon implanted an aq2010v three piece silicone lens in the patient's left eye on (B)(6) 2014. The patient experienced a dislocated sulcus iol. The surgeon explanted the lens on (B)(6) 2014. The incision was not enlarged, the lens was cut to remove from the eye. The lens was not exchanged. One suture was used to close the wound. No information as to the cause of the dislocated lens. No information on the patient status.

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide).(B)(4): evaluation:method - work order search.results - a visual inspection of the returned product found the lens optic torn. A lens work order search was performed and no similar complaints were found within the work order.conclusions - (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined.(B)(4)